Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that unknown cause of the patient's burning sensation in legs and unsure if its a infusion system related issue. Actions/interventions taken to resolve the issue included testing of pump compounded medicine was correct. No abnormality to explain the severe burning.

Event description:
Additional information was received from a healthcare provider (hcp) stated that the patient had a pump replacement in (B)(6) 2024 and has experienced trouble. The healthcare provider (hcp) stated that she had a diffuse burning sensation all over her body and then she got a shocking sensation over the pump site. The hcp has evaluated many things with no cause. They programmed the pump to off state, and it will be explanted and will send the pump back to mdt for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8709sc catheter: visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the connector; 8667-20 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the pump was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative and a consumer regarding a patient receiving compounded baclofen (500 mcg/ml at 57.62 mcg/day) and dilaudid (3.5 mg/ml at 0.4033 mg/day) via an implanted pump. The indication for pump/catheter use was multiple sclerosis, intractable spasticity, and non-malignant pain. On (B)(6) 2024 it was reported that the patient had a burning sensation in her legs just after she used her ptm (personal therapy manager). With regards to any environmental, external, or patient factors that may have led or contributed to the issue it was noted ¿nothing abnormal - patient had a replacement (B)(6) without issues catheter was aspirated.¿ the hcp did a dye study with a successful result and the catheter tip was in a good position. Additional information was received on 16-sep-2024 from the patient who reported that she had had nothing but problems since the morning after the pump was implanted. She stated that she was rushed back to the hospital and spent 23 days in the hospital. The patient stated that she had ¿sporadically been getting a burning sensation throughout her whole body and a huge medicine taste in her mouth and a burning sensation throughout the whole body that felt like she was being cremated alive". She also stated that her left leg had weakened, and she had to go into a rehab hospital for a week and now she was walking but her legs were very weak, and she went from the bed to the couch and that was it. She stated that she had been given oral medication (oxycodone for pain and valium) and in the hospital they had been giving her baclofen and pain medicine by mouth, but it was not managing her pain as well as it used to. The patient stated that she was getting more pain in the catheter area and more pain in her legs, and it was the same dosage of medication, and that they had not changed the dosage at all. She stated that they had tried adjusting the dose during the time with her symptoms and they came to a point where they shut off the bolus/ptm altogether and it was just a steady stream of the medication and even with that adjustment, she had had symptoms. They did a brain MRI (4 mris) to check on her ms (multiple sclerosis) and they ruled it out. Per the patient they were saying that it was possible the pump was not working properly, and that the medication was seeping through her body and that was why she was getting the taste in her mouth, and she was getting pins and needles throughout her body on all her skin and itching. The patient stated that she had had pumps for over 15 years, and this was her 3rd pump, but her catheter had never been replaced. Per the patient, the surgeon had told her, prior to her last pump replacement, that they would not change out the catheter if it was not broken because they didn¿t want her to have spinal fluid leaking. The patient also stated that the doctor was able to pull fluid out of the reservoir and the reservoir volume matched what the programmer volume said. The patient requested and was sent physician listings.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n298350005 implanted: (B)(6) 2011 product type catheter; product ID 8709sc lot# n298350005 implanted: (B)(6) 2011 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, lot #: n298350005, ubd: 21-jul-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.